Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal morphine 30 mg/ml at 10 mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The hcp had access to the 8840 clinician programmer. It was noted that the patient had spinal fusion surgery, which was not due to a problem with the device or therapy. The patient was doing well after fusion, and they were no longer using the pump; they were having it removed soon. The patient¿s pain level was manageable without use of the pump. The empty pump alarm was occurring. The patient had missed their refill for unknown reasons. The hcp requested the pump off password, and troubleshooting resolved the event. There were no reported symptoms. This event occurred ¿in the past week¿ (as of (B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.